Event description:
It was reported that during a therapeutic endoscopic sphincterotomy (est) procedure, the wire of the subject device was damaged and cut during energization. There was not falling off inside of the patient. When the subject device was first used, unusual behavior, and movement was bad when the cutting wire was stretched. The procedure was completed using a similar device and there were no reports of patient harm,

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the final investigation and provide a correction to the previously submitted report. Corrected fields: d4. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the cutting wire where the wire coating was torn came into contact with the distal end of the endoscope when the forceps elevator was raised. Under circumstances described, an electric conduction was activated. This caused the cutting wire to become hot instantly at the contact point. As a result, the cutting wire broke. However, a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.